Event description:
Patient later reported "capsular contracture baker grade IV."

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b5, b6, h6 reason for reoperation: capsular contracture, baker grade IV

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported "capsular contracture baker grade unknown", "pain" and "distress recall". This record is for left side. The device remains implanted.